Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to push and also had random error message on insulin pump. The customer's blood glucose value was unknown. The customer also reported that the insulin pump rejected new battery, had unexplained no delivery alarm, crack where reservoir goes in. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms or e/a alarm noted due to unresponsive button. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. (B)(4).